Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the posterior vitrectomy procedure in an elderly female patient, the vitrector stopped working as significantly reduced aspiration was observed along the entire length of the tubing. The vitrector was replaced with one from a new surgical set. The procedure was completed using the new surgical set. There was patient contact with suspect product but no impact to the patient.